Manufacturer narrative:
(B)(4). Physio-control contacted the customer but was unable to obtain further information. The device and the defibrillation electrodes used during the event were not returned to physio for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
Physio-control was notified that the customer submitted a voluntary medwatch (medsun) form (reference report number mw5085996). The customer reported the following, ¿during resuscitation AED used once without issue, about 20 minutes later AED shock was attempted again, this time resulting in electrical arc and fire, patient had minor burns to body. Patient moved and resuscitation continued for about 10 minutes, patient pronounced when resuscitation was unsuccessful.¿ the patient did not survive, however the customer, a healthcare provider stated that the patient outcome was due to the patient¿s condition and not the result of the device use. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer said she could not provide any further information.